Event description:
Resolution ultra clip used post polypectomy. Clip would not release after being deployed. Clip had to be pulled off by md and another clip applied. Recommend properly functioning equipment.